Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0tn4b, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that when the original leads were being placed the healthcare provider (hcp) stated they "lost a lead" and the rest of the implant was done early. The leads then broke through the patient's scalp in (B)(6) 2015, so a revision was done. This included a culture and being put on intravenous (IV) and antibiotics. The implant seemed to be working for her symptoms afterwards. She had an appointment scheduled for (B)(6)2015. The patient's indications for use were unknown. It was unknown what was meant by "lost a lead" and the cause of the issues was unknown, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #6000153-2015-00397 as the patient had two leads that were at fault.